Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient developed a red irritation under the front therapy electrodes. The patient's physician advised her to remove the lifevest to allow the irritation heal. The irritation healed and the patient began to wear the lifevest again.